Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The 2220 gama nail could not be locked distal with the target device. Repeated mis-drilling. Procedure completed by distal free hand locking. Surgical delay of 10 min. Not longer. No other consequences reported.

Manufacturer narrative:
Evaluation revealed the target device gamma3® 300x160mm to be the primary device. The reported event of alleged targeting inaccuracy could not be confirmed, since the returned device is conforming to specifications and fully functional. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure and has to be classified as user-customer-user error. Nevertheless, according to details received ¿procedure completed by distal free hand locking. The device inspection revealed the following: the device returned passed the pre-operative function test as intended. Neither a proximal mistargeting nor a distal mistargeting could be confirmed. Nevertheless, with respect to the long service life the device should not be used any longer. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event was mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. Loosening of the nail holding bolt during insertion of the nail repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve) no use of drill with centre tip / unfavourable bone contour drilling without drill guiding sleeve using blunt or damaged drill high forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The 2220 gama nail could not be locked distal with the target device. Repeated mis-drilling. Procedure completed by distal free hand locking. Surgical delay of 10 min. Not longer. No other consequences reported.